Event description:
It was reported that the surgeon was not able to turn on the hand held prior to a vns patient's surgery. The hand held was plugged into the wall outlet and the power button light was red. The nurse attempted to turn the device on, however it would not respond. The surgeon had to use another physician's hand held. The site was sent a new hand held to replace the non-working device. The non-working hand held has been returned to manufacturer where analysis is underway.